Event description:
Information received by medtronic stated that the insulin pump battery compartment was cracked. No harm was required during medical intervention. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump had a crack in case alongside battery compartment. Functional testing to be performed/ completed: the insulin pump was received with a scratched case, a cracked keypad overlay, a cracked case-corner of belt clip rails near the battery tube compartment, a pillowing keypad overlay and a serial number label fading. The test p-cap/reservoir does lock properly inside the reservoir tube. The crest/ thus software download was utilized and successful. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm and pump error 35 alarm were recorded and found in the formatted history file on (B)(6) 2021 13:22:00.000 alarm alert notification and (B)(6) 2021 13:32:00.000 alarm alert notification. The pump was cut open to perform visual inspection and found corrosion on the force sensor and electronic assembly. Corrosion was also found on the motor and vibrator assembly noted. The force sensor offset measured within spec range during testing (22.8 mv). Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error 35 alarm found in the formatted history file due to corrosion on the force sensor and electronic assembly. Failure analysis summary: the insulin pump was received with a cracked case-corner of belt clip rails near the battery tube compartment. The test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump alarmed critical pump error (open book image) and pump error 35 according in the formatted history file due to corrosion on the force sensor and electronic assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.